Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2015, incorrect nbp measurements were obtained on a newborn baby with the intellivue measurement server m3001a. A newborn child in the nicu was measured in the neo profile with stable and physiological values. After some time, the neo profile changed to the pediatric profile, and nbp values lower by approximately 20 mmhg were obtained. As these values were classified as therapeutically relevant, a drug was injected that increases blood pressure. The current status of the newborn was unknown at the time the reporting decision was due, however, according to feedback from the clinical specialist, further medical complications had not been reported by the customer.

Manufacturer narrative:
The issue was investigated by the philips clinical specialist (cs) and the philips product support engineer (pse). The cs went to the customer site. It was established that a newborn child in the nicu was measured in the neo profile with stable and physiological values. After some time, the patient was moved from the neonatal part of the ICU to the pediatric part. Since the preset pediatric profile for the nbp measurement was not immediately changed after the move, nbp values lower by approximately 20 mmhg to the neo profile were obtained. As these values were classified as therapeutically relevant, the neonatal patient was injected with a drug that increases blood pressure. The drug was later discontinued. The incident was reported as a serious injury, however, according to feedback from the clinical specialist, no subsequent harm or injury to the patient was reported. The device report, configuration report and status log from the intellivue measurement server were collected by the cs and forwarded to the pse for further evaluation. It was established that philips-approved original supplies for the nbp measurement (cuff) were available on site, but were not in use. The philips clinical specialist (cs) instructed the customer to use philips-approved, original accessories only. It was established during the evaluation of the configuration report that the reference method for the nbp measurement was set to "invasive" except for one profile which was set to "auscultatory." A switch between these two reference methods will then lead to slightly increased deviations. The customer was advised that all algorithms used by philips have been validated and correspond to the required standards. It has been established that there was no product malfunction. The results of the evaluation by the philips product support engineer (pse) were communicated to the customer during several on site visits by the cs. The customer was advised about the different algorithms used for the different patient profiles and also provided with the nbp application note explaining further the deviations between the two reference methods, especially for very high and low pressures. Henceforth, the customer will ensure that the importance of choosing the correct patient profile as described in the instructions for use will be communicated during trainings and in clinical use, and will also be documented in the care standards applicable at the customer site, which has not yet been the case.

Event description:
Per customer feedback (B)(4), the customer reported that on (B)(6) 2015, incorrect nbp measurements were obtained on a newborn baby in the neonatal ICU with the intellivue measurement server m3001a. This lead to the injection of a drug that increases blood pressure. The device was used for monitoring at the time of the alleged malfunction. Despite the incident being logged as a serious injury, no patient / user injury or harm was reported.